Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® sf bi-directional nav catheter and char was found at the tip of the catheter at the end of the procedure. The procedure was completed without patient consequence. Settings during the event include: power mode at 30 w with time of 900 sec. Impedance cut off 200ohm. Temperature settings: warning 34° and cut off 38°. Irrigation settings: high flow at 8-15ml and low flow at 2ml. Pre and post rf time at 2 sec. This complaint is reportable due to the char found on the device.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under (B)(4). As the lot # 17021238l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on october 28, 2014. The analysis has begun but is not completed at this time. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch sf bi-directional nav catheter and char was found at the tip of the catheter at the end of the procedure. The procedure was completed without patient consequence. Settings during the event include: power mode at 30 w with time of 900 sec. Impedance cut off 200ohm. Temperature settings: warning 34° and cut off 38°. Irrigation settings: high flow at 8-15ml and low flow at 2ml. Pre and post rf time at 2 sec. This complaint is reportable due to the char found on the device. Biosense webster inc. Has reassessed the reportability of char-related events and has determined that these events, which were previously reported as malfunctions, are ¿not reportable.¿ the FDA has provided documented concurrence with this assessment. Char is a physical phenomenon of rf and can be the normal result of an ablation process. The presence of char on the electrodes do not represent a serious injury in itself nor is necessarily the result of device malfunction. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found on the distal end of the tip shell. Per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter met the manufacturing specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed; however char issues were pre-escalated internally for further investigation. Management is notified of failure analysis results using monthly complaint trend reporting.